Manufacturer narrative:
Phone number not provided. The customer's clinical engineer could not duplicate and confirm the reported problem. The unit was found to run continuously, but the tidal volumes were nearly double the set values. The unit was repaired by replacing the air sensor (p/n 453561505861). The ventilator was reported to be back in service. A supplemental will be submitted pending completion of device evaluation.

Event description:
A customer reported that the v60 ventilator stopped working and the patient went into audible respiratory distress. The patient was on bipap for respiratory support and not on full ventilation. During follow-up the customer reported that the patient did not require any medical intervention related to the event. The patient's heart rate and respiratory rate were elevated during the event and then immediately returned to baseline. The patient was in the intensive care unit (ICU) at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The customer reported the alleged incident through medwatch (uf# (B)(4)).

Event description:
A customer reported that the v60 ventilator stopped working and the patient went into audible respiratory distress. The patient was on bipap for respiratory support and not on full ventilation. Further data has been requested.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event. The MFR# for the previously reported medwatch reference should have been uf# (B)(4).